Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's brother reported via phone call that the insulin pump was damaged. There were pieces missing in the reservoir compartment where it locks into place. They were screwing the reservoir back in and it chipped out. The customer's blood glucose level was within the range of 160 mg/dl to 170 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corners, battery tube threads, reservoir tube and broken reservoir tube lip.